Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2015 with the following findings: the audio bolus button was found to be missing/detached from the pump and therefore was unable to be tested. The battery compartment was also found to be cracked on the side, extending from the case seal towards the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The audio bolus button was found to be missing/detached from the pump and therefore was unable to be tested. The battery compartment was also found to be cracked on the side, extending from the case seal towards the threads. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/06/2015.